Event description:
It was reported that during a spectra penile prosthesis implant procedure, the patient was "perforated proximally and distally on his semi-rigid implant." No additional patient complications were reported in relation to this event.